Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine exam. It was noted that the implantable cardioverter defibrillator exhibited loss of rf telemetry connection. A firmware download was performed successfully and rf telemetry resumed normal functions. The patient would continued to be monitored.